Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Additional followup: no difficulties during case. Patient is doing well and was released from the hospital. Age, weight, sex, pre-existing conditions other than obesity related co-morbidities unknown" we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that six hours post-op of a laparoscopic gastric bypass procedure, the patient was brought back to surgery for a remnant staple line bleed. A clip applier was used to correct the issue. No blood products were necessary. There was no adverse consequence to the patient. Device was discarded.